Event description:
Parenteral nutrition admixture was mixed in em1200 3 filter empty container using exacta mix compounder. The compounded sterile product was found to leak liquid. After close examination, the leakage was identified at the sealing of the middle port. Therapy date: (B)(6) 2018.